Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the scs wires were not working and broke. The patient noted that the device did not seem to be working but it was unknown for how long. The patient met with a manufacturer representative on the day of the report ((B)(6) 2019) to restart the device and it was identified during a manufacturer representative that the wires were broken. At the appointment, the device was turned off. Additional information was received from the consumer on 2019-oct-31 reporting that stimulation was off and the patient had extreme back pain. The patient would not be able to see anyone about their device until (B)(6) 2019. No further complications were reported.